Manufacturer narrative:
E: reporting institution phone (B)(4). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the service technician on the v60 indicating that the metal casing that secures the device's feet is bent and broken at the threads of two feet. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench repair, where the service technician discovered that the metal casing that secures the device's feet was bent and broken at the threads of two feet. The service technician found that the central processing unit (cpu) tray cover needed to be replaced. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. Additionally, a quote was sent to the customer for approval, but the customer canceled the quote. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.